Manufacturer narrative:
Evaluation summary: customer report of calcification, restricted motion, and stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. The wireform was observed to be intact, however distorted around leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the inflow aspect and 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had a 2mm tear near commissure 3. Leaflet 3 had a 1.5mm non-transmural tear near commissure 1. Calcification was evident near both tear regions. The wireform was exposed on all three commissures. Returned with the valve were fragments of host tissue; calcification was evident on some of the fragments. Origin of host tissue is unknown.

Event description:
The patient underwent a re-do avr w/ cabgx1 after an implant duration of seven (7) year and five (5) months. The explanted device was replaced with another 23mm pericardial aortic valve. Post valve deployment, tee showed no perivalvular leak. On pod #1, bleeding occurred associated with htn and was resolved with normotension, 1000 units of feiba, and 2 units of plates for thrombocytopenia. The patient was stable for 5 hours and then an acute increase output occurred at the chest tube. The patient was returned to the or and re-opened. Exploratory surgery was performed with gentle washout of large clots. A slow bleed was found on the pa surface adjacent to the ascending aorta. Bleeding was stopped with electrocautery and a generous amount of floseal and arista to assist with hemostasis. Hemostasis throughout was confirmed. There were no complications noted.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a clinical trial patient with a 23mm pericardial aortic valve has developed structural valve deterioration after an implant duration of approximately seven (7) years. It was reported that the patient had complained of worsening dyspnea on exertion and light-headedness. The physician also noted a significant murmur on examination at the patient's 7-year follow-up visit. At the time of reporting, it was noted that the patient was not hospitalized nor was treatment given. Per the tte ((B)(6) 2017), the prosthetic aortic valve leaflets are calcified and motion is restricted. There is trace regurgitation and severe aortic stenosis. Compared to previous echo done on (B)(6) 2016, the bioprosthetic aortic valve remains severely stenotic by gradients.